Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had the scs system explanted one day after the implant due to a hematoma at the lead site. It was reported the patient had loss of sensation in both legs, and was kept in the hospital since the sensation had not returned postoperative. Follow up regarding the patient status identified the patient was up and moving and walking. It was reported the patient was in a rehabilitation hospital and was rebuilding leg strength.